Manufacturer narrative:
Method: visual inspection; functional inspection; device history review; complaint history review; risk assessment; results: functional testing of the returned device, confirmed that the syringe body was not holding tight with the insertion handle. The syringe body failed the pressure test. Difficulty to assemble is likely due to the failure of the insertion handle's green spring lock. No relevant issues were identified in the manufacturing records. Conclusion: the plausible root cause of this event is multifactorial in nature.

Event description:
It was reported that; in a two level tlif case the syringe spring from the set came out and therefore the surgeon was not able to engage the syringe with the inserter properly. The surgeon had to manually hold the syringe and the inserter together, so he can provide pressure to elevate the cage intraoperatively. Needles to say, he was very unhappy and disappointed with the system.

Event description:
It was reported that; in a two level tlif case the syringe spring from the acculif set came out and therefore the surgeon was not able to engage the syringe with the acculif inserter properly. The surgeon had to manually hold the syringe and the inserter together so he can provide pressure to elevate the cage interoperatively. Needles to say he was very unhappy and disappointed with the system.